Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. One handpiece lot number was identified with this complaint. The device history record for the handpiece was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. A complaint history review indicates one additional complaint was associated with this lot number. (B)(4).

Event description:
A customer reported during the I/a (irrigation and aspiration) portion of a cataract procedure, 'bubbling was experienced in the aspiration line down to the chamber. The surgeon converted to manual aspiration. The case was completed without further incident. There was no harm to the patient.